Event description:
It was reported that the pen ndl 31g 8mm experienced a needle point that was dull/blunt. This event is not likely to affect the intended use of the device. No adverse health consequences: may result in annoyance to user or to patient. This is unlikely to require medical intervention or lead to a death or serious injury. There was no report of serious injury, medical intervention, or reportable device malfunction. This event is therefore no longer considered reportable. Per update received by the customer (B)(6)2021 md. Complaint was documented as needle clog during injection, should have been needles dull during injection. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use. Lot #: 9114912. Catalog #: 320881. Date of event: unknown.

Manufacturer narrative:
The reported defect has been updated/corrected and is no longer considered reportable. The initial MDR, (MFR report# 8041187-2021-00211) can therefore be disregarded. The following information has been updated/corrected: b.5. Describe event or problem: it was reported that the pen ndl 31g 8mm experienced a needle point that was dull/blunt. This event is not likely to affect the intended use of the device. No adverse health consequences: may result in annoyance to user or to patient. This is unlikely to require medical intervention or lead to a death or serious injury. There was no report of serious injury, medical intervention, or reportable device malfunction. This event is therefore no longer considered reportable. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use. Lot #: 9114912. Catalog #: 320881. Date of event: unknown h3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 31g 8mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use. Lot #: 9114912, catalog #: 320881, date of event: unknown.

Event description:
It was reported that the pen ndl 31g 8mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not re-use. Lot #: 9114912. Catalog #: 320881. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a total of 10 pen needles. Each of the returned samples possessed a blue inner shield, identifying them as 8mm, 31 gauge pen needles. Each pen needle was visually inspected and no defects were observed. The samples were attached to a test pen, and saline from the pen was pushed through the system. The saline exited out the distal tip of the pen needle in all of the returned samples. One needle was found to be bent, but this is believed to have occurred after use, potentially when replacing the inner shield. Saline still passed through the bent needle without issue. All other pen needles were undamaged and functioned as intended. Pen needle DHR batch 9114912 was reviewed. The batch number was built with pen needle assembly line in august 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.